Event description:
It was reported that the kit tablet experienced incorrect drug/concentration/dosing reported/recorded. The following information was provided by the initial reporter: material no. 516704, batch no. 91df1f51 dose mismatch. Time 08:01. Sensor #9430 tablet: cart-2. 08:01 - cefazolin 1000 mg (total 2g). Clinician research coordinator who submitted the complaint stated the dose registered as 1050 mg instead of 1000 mg.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the system preformed as designed.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the kit tablet experienced incorrect drug/concentration/dosing reported/recorded. The following information was provided by the initial reporter: material no. 516704, batch no. 91df1f51 dose mismatch. Time 08:01. Sensor #9430 tablet: cart-2. 08:01 - cefazolin 1000 mg (total 2g). Clinician research coordinator who submitted the complaint stated the dose registered as 1050 mg instead of 1000 mg.